Event description:
A registered nurse noted that approx a 1/4" piece of an abbott IV piggy safe connector had broken off and lodged with the IV tubing (imed) at the pump locking connector. The IV was immediately stopped.